Manufacturer narrative:
Based on the claim against the product by the customer noting the tan plastic on the instrument housing was charred, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. The instrument was put on an in-house machine and energy was delivered. No damage to the conductor wire was observed. The complaint regarding the charred tan plastic on the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage during use. This complaint is reportable malfunction event due to the following conclusion: failure analysis found the thermal damage on the maryland bipolar forceps instrument bipolar yaw pulley. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument plastic on the housing got charred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.